Event description:
A pheripherally inserted central catheter (PICC) was placed for an unknown treatment. Post placement it was noted that the catheter was leaking during injection. Another catheter was placed and no pt complications were reported in this event. Upon eval of this device a hole was noted distal the suture wing. This device was received and evaluated by this MFR. The engineering eval indicated that the catheter shaft measured 48.5 centimeters long. A 2-millimeter hole was noted in the catheter shaft approximately 1.5 centimeters distal to the suture wing. Foreign matter was noted on the suture wing. User technique during access and/or pt anatomy may have contributed to this event. The directions for use outline appropriate placement, access and maintenance procedures.